Manufacturer narrative:
Section d3: correction.

Manufacturer narrative:
Section d3: correction.

Event description:
Additional information: the system simply stopped working, at which point no flow alarm went on. Upon change out to a different system (sorin) the ECMO was resumed with no issues. Patient was started on cmag on (B)(6) 2019.

Event description:
Related manufacturer report number: 2916596-2019-06055

Manufacturer narrative:
Section b5, d11: additional information manufacturer's investigation conclusion: the reported event of the system stopping was confirmed via the log file. The centrimag motor (serial #: l05333-0001) was returned for analysis. The motor underwent resistance and insulation testing and passed. The motor was connected to a mock loop and ran without any issues. The motor was forwarded to the service depot. The motor was evaluated and tested under work order #54116152. The reported event was not able to be reproduced. The motor was tested with the returned and associated monitor, console, and flow probe. The motor did not cause any error codes or messages at any point. The motor and pump ran smoothly at all speeds. The motor cable was inspected, and no issues were found. A full functional checkout was performed, and the unit passed all tests. A log file was downloaded from the returned console. A review of the downloaded log file showed events spanning approximately 6 days (14dec2019 ¿ 20dec2019 per time stamp). On 15dec2019 at 16:08. The sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered a ¿system alert: s3¿ and ¿set pump speed not reached: m5¿. In the same time stamp, the sub fault ¿sf_lmc_levitation¿ activated and triggered a ¿motor alarm: m4¿ alarm. The flow dropped to 0 lpm and the motor speed fluctuated between 0 rpm and ~3800 rpm. The alarms were able to be muted and cleared. This investigation determined that the root cause of the events captured in the log file was related to the motor used during the event. Action is being taken to address the issue and reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that centrimag failed while attached to a patient. Monitor showed "usb removal' notice continuously for a few days which had to be cleared. Patient was switched over to a different device. A replacement / loaner was requested. Additional information was requested but not yet provided.